Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm and bg values but reported values as being off by 40 mg/dl. Reportedly, a second cgm bg reading was below 40 mg/dl, and the meter bg reading was 96 mg/dl. Reportedly, a third cgm bg reading was 68 mg/dl, and the meter bg reading was 98 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.